Manufacturer narrative:
The investigation confirmed that higher than expected vitros ipth results were obtained from their vitros quality control fluids using vitros intact pth (ipth) reagent on a vitros eci immunodiagnostic system. A definitive cause could not be determined. A vitros ipth reagent performance issue is not a likely contributing factor based on historical quality control data. An instrument related issue has been ruled out as a contributing factor as the vitros tt4 within-run precision testing was within the acceptable guidelines. A pre-analytical qc fluid handling issue or calibration to calibration variability cannot be ruled out as potential contributing factors. The customer declined additional investigation and follow up; therefore, the investigation was unable to determine the assignable cause of this event.

Event description:
The customer observed higher than expected vitros ipth results obtained from vitros quality control fluids using vitros intact pth (ipth) reagent on a vitros eci immunodiagnostic system. Level 2 result: 125.8, 116.7, 120.6, 114.5 pg/ml vs expected 86.9 pg/ml. Level 3 results: 769.4, 701.2 pg/ml vs expected 518.8 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer had discontinued vitros ipth patient testing on the vitros eci immunodiagnostic system due to the ipth qc not recovering within their expected range. Ocd was not made aware of any patient vitros ipth results affected or reported from the laboratory. However; the investigation could not rule out that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number four of six MDR's for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).